Manufacturer narrative:
The returned locking peg was examined under magnification. Findings were consistent with typical locking peg use, with wear present along the locking thread portion and surrounding the hex driver interface. Additional mdrs associated with this event: 3025141-2017-00224: driver 1, 3025141-2017-00225: driver 2.

Event description:
An aculoc 2 plate was being implanted. During the insertion of the screw, the driver broke in the screw head; the tip was removed. The second driver also broke in the screw head and could not be removed so it was left implanted.